Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt (blunt tip trocar) balloon on the vasoview 7 xb short port "broke" or ruptured during the procedure. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the suture on the short port btt had shifted. The silicon and the latex balloon did not burst. The device was very bloody. Based upon this visual observation, the reported complaint "balloon broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).